Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/18/2013 with the following findings: testing was not able to duplicate the complaint - display is not blank. Display is fully functional and is fully illuminated with no visible signs of fading or discoloration. Pump case was removed, evidence of moisture contamination observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas and alleged the following: the pump is emitting a sleep error alarm and he is unable to reboot the pump. He reports the screen is blank and pump is vibrating. He did go swimming today with pump, but sees no water in the battery compartment or under the screen, no holes in the key pad. He has tried several batteries and now pump is not responding at all. He will go on his alternate method of insulin delivery. There is no allegation of an adverse event. This complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.